Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced aseptic glenoid loosening. The patient had massive trc tear leading to aseptic glenoid loosening. As a result, approximately 6 years after initial replacement, the patient underwent a right shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-30-12 - equinoxe preserve stem 12mm: (B)(6); 310-00-44 - eq 44mm xs offset humeral head: (B)(6); 300-50-15 - eq 1.5mm short rep plate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported glenoid loosening may be secondary to instability resulting from the reported rotator cuff tear. However, the failure and potential contributions from manufacturing, patient, or user-related issues to the event cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided.